Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patients daughter reported that the patient did not want to do anything else moving forward because of the hurricane. Caller was unaware of patient weight.

Manufacturer narrative:
Other applicable components are: product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37754, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient's desktop charger connector pin was broken and their recharger would not charge. It was explained that the connector pin had broken off and was stuck in the recharger. The patients recharger screen was blank and they were unable to charge their ins. Their ins had turned off and the patient was in pain. When attempting to connect the programmer the "charge ins" screen was displayed. The patient had been unable to sleep the previous two nights because of their pain. It was later reported that replacement parts had been received but that they were not compatible with the patient's equipment, however it was confirmed that the correct parts were sent. Information from the healthcare provider's office reported that the patient's system wasn't working per the patient's daughter. A replacement desktop charger was being sent to resolve the issue. No further complications were reported or anticipated.